Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d154awg implantable cardioverter defibrillator (B)(6) 2007; 5076 implantable pacing leads (B)(6) 2007. (B)(4).

Event description:
It was reported that shortly after the patient received a left ventricular assist device (lvad) the right ventricular (rv) lead was found to have diminished r-waves. The diminishing r- waves were attributed to the lvad placement procedure. The pace/sense portion of the lead was capped and a new pace/sense lead was placed. No patient complications have been reported as a result of this event.